Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test ,displacement test or verify unexpected battery power loss due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture and stopped working. Customer's blood glucose level was 227 mg/dl. Customer also stated that there was fluid in the battery compartment. It was also stated that the o ring was in place and also free of debris. Trouble shooting was performed for the issue. Customer was advised to dry battery cap with a cotton swab, to air dry battery compartment and to insert new or fully charged aa battery with tighten battery cap. Customer states the home screen appeared on the display. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.